Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ciisafe was not turning on. A field service engineer hold the power button until it drains, then again turned back on and rebooted to resolve this issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe displayed a black screen. The customer reported that the ciisafe went down in the middle of returning the medication. The customer stated that this malfunction occurred when user trying to issue medication to patient and caused a delay. There were no adverse events or injuries reported based on this event.